Event description:
It was reported that the customer changed out his reservoir and air kept passing down the line. Customer stated that when he stopped priming, fluid kept flowing through the tube. Customer cannot prime it any further because he used up 26 units. Customer's blood glucose level was 157 mg/dl. Customer filled a new reservoir with cold insulin. Customer made sure there were no bubbles, but he saw a lot of bubbles flowing through the tubing while priming. Customer would still see insulin coming out when he let go of the act button. Customer stated that there were lots of tiny bubbles moving through the length of the tubing and they would make a bubble foam. Customer stated that the insulin was stored in the cooler. Customer would fill the reservoir and inserter before allowing the insulin to warm to room temperature. Air bubbles did not persist after set change. Customer was advised to monitor his blood glucose level. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.